Manufacturer narrative:
Evaluation of the first returned benchmark confirmed that the catheter was fractured. If the benchmark is forcefully mishandled at an extreme angle during use, damage such as a kink and subsequent fracture may occur. Further evaluation revealed kinks and ovalization on the distal shaft. If the catheter is manipulated against resistance, damage such as this may occur. Evaluation of the second returned benchmark confirmed that the catheter was fractured. If the benchmark is forcefully mishandled at an extreme angle during use, damage such as a kink and subsequent fracture may occur. Further evaluation revealed ovalization and kinks in the distal shaft. If the catheter is manipulated against resistance, damage such as this may occur. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2021-00829.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2021-00829.

Event description:
The patient was undergoing a medical procedure in the internal carotid artery (ica) using a benchmark 6f 071 delivery catheter (benchmark). It was noted that the patient anatomy was tortuous. During the procedure, while manipulating the benchmark, the distal end folded on itself becoming kinked. It was also noted that blood was leaking near the hub of the catheter. Therefore, the benchmark was removed. While the physician manipulated a new benchmark, that same issue occurred. It was noted that blood was leaking near the hub of the catheter. Therefore, the benchmark was removed. The procedure was completed using a non-penumbra guiding sheath. There was no report of an adverse effect to the patient.